Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele, urine leakage with coughing and sneezing. The patient experienced vaginal burning and itching, inability to urinate while seated, painful intercourse, recurrent urinary leakage and incontinence, knee pain from having to stand while urinating and infection. It was reported that patient underwent mesh removal for two large pieces of mesh coming out, vaginal burning, palpable knots by mesh, and worsening infections. (B)(4).

Manufacturer narrative:
.